Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Do not use any other insulin with your system other than u-100 humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use in the system.

Event description:
It was reported that the pump was not delivering insulin properly. Pump system check was performed with tandem technical support (cts) and no device issues were observed. However, after reporting issue with cts, customer removed the infusion set site and no insulin was observed flowing out of the site without an alarm. Blood glucose (bg) was 300 mg/dl. The site was changed and a bolus was delivered to address bg. Customer continued to use pump for insulin therapy; however, maintained there was a pump issue. Reportedly, customer was using fiasp insulin in the cartridge. Cts informed customer that fiasp was not labeled for use with the pump.